Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the power was too low, the rotor and bearings were worn out. The device also failed pre-tests for check power with test stand, min. 190 w to 260 w (watt) and check for air leak. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the motor device power was too low, the rotor and bearings were worn out. The device also failed pre-tests for check power with test stand, minimum 190 watt to 260 watt and check for air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date of this report was reported as july 18, 2018 in the initial report. The date has been updated to july 17, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.